Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 5114510/5039125.

Event description:
It was reported that the patient underwent an ipg and lead replacement procedure due to an unknown reason. The explanted devices were not returned.

Event description:
It was reported that the patient underwent an ipg and lead replacement procedure due to an unknown reason. The explanted devices were not returned. Additional information was received that the reason for the revision was that the patient wanted a non-rechargeable ipg and the patients thoracic leads were removed in order to add cervical leads.